Event description:
Pt states she had neurofeedback procedure done twice by dr. (B)(6) and ever since then her delusional disorder has come back and has gotten worse. Pt also complained about extreme anxiety attacks, fear, loss of appetite, not trusting people. Pt states she has been unable to work ever since neuro feedback procedure and feels this procedure is extremely dangerous to people with mental illness.